Event description:
A journal article was received and entitled, the outcome of surgically treated femur fractures associated with long-term bisphosphonate use. A study between the years 2005 and 2009, 17 femoral fractures patients were treated and 15 consecutive osteoporotic patients previously treated with bisphosphonate. The study describes the outcome of surgically treated femur fractures associated in these patients and provide clinical information about these uncommon fractures. One patient was treated with a submuscular locked plate, locking compression plate (lcp)4.5-mm titanium distal femoral locking plate. It was noted that seven patients underwent revision surgery but it is not clear in the article which patient had the surgery. This report is for an unknown screw and unknown quantity. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The journal of trauma, injury, infection, and critical care. Volume 71, number 1, july 2011. This report is for unknown quantity of an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.